Event description:
It was reported by the customer that the black sheathing over the blue cable is split. The holster works properly, but they would like the holster repaired. No patient consequence was reported.

Manufacturer narrative:
H3. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.